Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, on (B)(6) 2012, the patient reported some urine leakage and sharp pains upon coughing. Per the physician, the patient had a urinary tract infection. All other information is unknown and unavailable.